Manufacturer narrative:
Corrected information: conclusion code 92 not applicable for the event if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-aug-22. The patient's weight at the time of the event was unknown. It was stated the product would not be returned for analysis and that the patient was doing fine.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. The indication for use was intractable spasticity and head/brain injury. It was reported that during a pump replacement for normal battery depletion the physician discovered the catheter was not patent so a new 8596sc was utilized. The existing spinal segment was cut at 70cm and they were unable to remove that piece and unable to confirm where the proximal piece was per the reporter. It was further clarified that at the spinal incision site they cut the catheter at the 70cm marking. No further patient complications were reported.